Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a frayed grip cable at the idler pull location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. On (B)(6) 2024, hilde solrun kjonhuag via hilde.solrun.kjonhaug@sykehuset-innlandet.no answered and the following additional information was obtained: "maybe the item has been thrown. If ups have not registered pick up.? It was long ago and vacation-time. I don't remember, we don't have it."

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
T was reported that during a da vinci-assisted high tep procedure in addition to low anterior resection, the 8mm force bipolar instrument locked and they could not straighten it or use it from the console. It was in a bent position, and they had to use a key to unlock and straighten it. It was a little difficult to remove the instrument, even though they had straightened it out, so the instrument was removed in a controlled manner using camera vision with the trocar. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information:the reporter confirmed the instrument was inspected prior to use and there were no damages before use. They used the instrument for some time during surgery until it locked/stopped. The instrument was not in strong grip mode at the time of event. There were no abnormalities or problems noted with the instrument. There were no collision with other instruments or tools. The jaws were not stuck on tissue when the issue occurred. The reason instrument and cannula were removed together was that a pin was sticking out. Customer tried several times to loosen grip with the key, but it did not work properly, therefore took the instrument and cannula out in one movement. It worked fine and there was no further damage on tissue. They used the camera to see the removal. The port incision was not increased in order to remove the instrument and cannula together, no further damage. There was no fragment inside. The customer did record the procedure, but it is not available for isi review.